Manufacturer narrative:
Failure analysis noted that the pump was unable to perform the prime/compromised force sensor system test due to a cracked end cap. They were unable to verify the compromised force sensor system alarms due to a cracked end cap. The pump had a scratched lcd window, cracked case display window corner, cracked reservoir tube lip, cracked lcd window and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 271 mg/dl at the time of incident. The customer stated that she was unable to treat due to the alarm and she had no backup plans available. The customer was advised to disconnect from the insulin pump. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.